Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. The customer's blood glucose (bg) level ranged from 168 mg/dl to 300 mg/dl and was addressed via a manual injection. Reportedly, customer loaded a new cartridge successfully and resumed insulin delivery.